Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast surgery with two unknown breast implants experienced autoimmune issues post procedure. A post on social media from an unrelated patient stated, ¿my neurologist told me today after I mentioned bii. She said, " when we implant organs like lungs, kidneys, livers, etc... The patient can reject it so we give them immune suppressing drugs. Even organs from their brothers, sisters, etc. So why would anyone think its impossible for your body to reject an implant made from silicone?" Wow!! That one shook me!¿ related patient responded ¿I have them - I have many of the autoimmune issues.¿ the mentioned complications have not been confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for product location a. See 1645337-2019-18620 for contralateral prosthesis report.